Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead displayed an increase in threshold and loss of capture (loc) that lead to greater than two seconds of asystole for the patient. The patient underwent a revision procedure during which the lead was surgically abandoned. There were no adverse patient effects reported.